Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer site. The cse found a leak on the wash solution fitting. A clamp was used to stop the leak and the wash cassette was reassembled. An autocheck and quality controls (qc) were performed and recovered within range. Siemens further evaluated the event and concluded incomplete sample washing due to the fluid leak potentially contributed to the falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate atellica im analyzer the repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.